Event description:
It was reported that the patient underwent a left knee surgery. Subsequently, the patient had swelling in the left knee resulting in a left knee aspiration approximately 2.5 years later. No further complications or results were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42504607001 - femur cemented standard left size 11 - 64655857. 42560117518 - stem extension straight splined uncemented 18 mm diameter +175 mm length - 64716473. 42542007901 - tibia fixed cemented left size g stem extension use required - 64679178. 42512801012 - articular surface fixed bearing constrained condylar knee (cck) left 12 mm height use with tibia sizes g, h / revision femur sizes 11, 11+, 13 with lo - 64341097 - 42560317514 - stem extension 3mm offset splined uncemented 14 mm diameter +175 mm length - 64739783. 42545000513 - tibial central cone size large - 64800272. Unknown - unknown patella - unknown. Unknown - unknown palacos cement - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03501, 0001822565-2022-03503, 0001822565-2022-03507, 0001822565-2022-03509, 0001822565-2022-03510, 3005751028-2022-00022, 0001822565-2022-03511.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient works as a structural maintenance journeyman, pain for over 1 year, effusion resulting in aspiration relieves pain, no synovial fluid culture. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient continued to present with recurrent pain and swelling in the knee as well as instability and laxity. The patient was then revised and during the revision, the femoral component was found grossly loose and was revised without complications. The tibial and patellar components were well-fixed and remained intact. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: revision operative notes confirm that patient was revised due to loosening, pain, effusions and laxity. Femoral component was found to be loose and was extracted without difficulty. Total of nine pre-operative and post-operative images were reviewed and not submitted to mmi as there is sufficient documentation within the medical records and submission would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.